Event description:
Pt lifts -2- found to have cracked welds that are to hold the lift tower to the base frame. These lifts are both manufactured by the same company under different names. The pro pal model hd450s4 and the volaro series 4 with the same model number, these lifts are tested annually by a certified biomed co and by the staff at nursing and rehab ctr. These lifts are rated to 600 # lifting capacity and tested by the MFR to 1000# per their own statement. Failure would cause an elderly person severe injury or death.